Manufacturer narrative:
A ge service representative performed an onsite investigation. The circuit breaker near the ac power cable was evaluated and reset. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot to a usable state and exhibiting a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.